Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed noise on ventricular high rates. It was noted that the rv lead had a history of exhibiting undersensing in bipolar and oversensing in unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.